Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 04/19/2025, the patient's wife observed the patient leaning over the bathroom sink, appearing disoriented. The patient expressed confusion, stating, "I don't know what's going on." The patient's wife assisted him to a chair, noting that he was sweaty, cold, and very confused. At that time, the patient's cgm displayed a reading of 60 mg/dl, while the blood glucose (bg) meter showed 25 mg/dl. The patient's low alert threshold was set at 59 mg/dl. The patient's wife administered a glucagon injection and gave him milk. She called emergency medical services (ems). Upon arrival, ems recorded the patient's bg meter reading at 21 mg/dl, with the cgm reading as low mg/dl. Ems treated the patient with liquid glucose. A subsequent bg meter reading was taken, but the specific value was not recalled. The patient eventually recovered and remained at home. After ems left, the patient was given a peanut butter and jelly sandwich and was reported to be "fine" at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. Paramedics took another comparison, and the reported glucose fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e2304 chills / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.